Event description:
The customer reported that while running an human immunodeficiency virus-1 p24 antigen assay, summit sample handler did not pipette the correct amount of control into well position a6 and did not give an error message. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.